Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leakage from an unspecified location which led to this alarm. Renal therapy services (rts) assisted in ending therapy and the patient would complete therapy through manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.